Event description:
Patient called lfs in 2003 alleging their meter was reading inaccurately high. The patient reported feeling dizzy. They tested their blood sugar and the result was 78 mg/dl. Patient ate based on the symptoms, but they passed out. The paramedics were called and when they arrived, 10 minutes later, they tested pt's blood sugar and the result was 28 mg/dl. Pt was treated with IV glucose and taken to the ER. The issue was not resolved with troubleshooting. No further information has been reported.